Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported hemorrhagic transformation (ich) was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00562; 3005168196-2016-00564. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter, a penumbra system 5max reperfusion catheter and a neuron max 6f 088 long sheath and achieved recanalization without any procedural complications. However, on postoperative day 1, a non-contrast computerized tomography (ncct) was performed and showed hemorrhagic transformation (i.e. Intracerebral hemorrhage (ich)) that had intraparenchymal and subarachnoid components. On postoperative day 6 ((B)(6)2013), the patient was discharged to a skilled nursing facility and on postoperative day 14 ((B)(6) 2013) the ich was no longer visible on the ncct. The patient was doing well clinically during the follow up visit on (B)(6) 2013. The reported hemorrhagic transformation (ich) was reviewed and adjudicated by the committee to be a non-serious adverse event related to the index stroke, the penumbra system and the procedure.

Manufacturer narrative:
Please note a correction was made to: expiration date. This report is associated with MFR report numbers: 3005168196-2016-00562, 3005168196-2016-00564.